Manufacturer narrative:
Additional: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument noted no visual abnormalities. The single use loading device (sulu) displayed a full complement of staples and the interlock was set. No knife blade damage was noted. The instrument and single use loading device (sulu) were applied to the appropriate test media. The firing knob could not be advanced. A test single use loading device (sulu) was loaded into the device with acceptable results. The returned single use loading device (sulu) was then loaded into a test instrument with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of colectomy, they took the device from the package and tried to fire, however, the firing knob did not advance. The procedure was completed with another device. The patient has no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information. If information is provided in the future, a supplemental report will be issued.